Manufacturer narrative:
The insulin pump passed stop idle current, run current,self test and displacement tests. There was no button error alarm or failed battery test alarm noted. The insulin pump had intermittent button response due to moisture damage to keypad traces. The unit had minor scratches to lcd window, cracked case near lcd window corner, reservoir tube, reservoir tube window, reservoir tube lip, belt clip slot, stained address or serial number label and stained end cap sticker.

Event description:
It was reported that the customer's button on the insulin pump stopped working when delivering a bolus. The customer stated that she removed the battery and reinserted the same battery, and then she received the failed battery test alarm. The customer inserted a new battery after and received a button error alarm. The customer's blood glucose was 129 mg/dl. The customer did not recall any significant events leading to the keypad issues. Troubleshooting for the failed battery test alarm could not be done due to the button error alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.